Event description:
One day status-post pelvic lymph node dissection and radical prostatectomy, pt was found holding foley catheter; balloon of foley noted to be ruptured. Pt was returned to the or for removal of foreign body and insertion of uretheral catheter. The conclusion of the initial investigation was that the device was not a factor in the event. On 2/5/97, it was determined that subsequent info revealed that a faulty balloon was the likely cause of the event.